Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for unrelated reasons. Upon interrogation, the pacemaker exhibited intermittent atrial undersensing for atrial fibrillation. The device was reprogrammed. The patient was stable and will be monitored.